Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1820 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient underwent PICC placement through the inferior femoral vein under guidance of ultrasound (mst) on (B)(6) 2020. The insertion site lied in the middle segment of the thigh and the catheter tip in l1, with 55 inserted internally and 0 scale externally. Three sessions of chemotherapy were performed in this hospital and the catheter was maintained in another hospital once every 1-3 day at treatment intervals. This patient complained of frequent obstruction with the catheter. During catheter maintaining, the catheter was not locked with a syringe less than 10 ml. And the operation details were unknown. When the patient visited hospital on (B)(6) 2020 for catheter maintenance prior to the 4th session of chemotherapy, a nurse found that the catheter had been detached by 7 cm, with the external portion secured with transparent application and without kinking. The catheter was not disinfected with alcohol during catheter maintenance in this hospital. The wall of the catheter was broken 2.5 cm from the insertion site (9.5 cm scale of the catheter). It was impossible to continue treatment and therefore the catheter was withdrawn. Due to the patient¿s need to complete subsequent treatment, a new catheter was used on the patient. On (B)(6) 2020: the customer reported a crack in the catheter, but it did not break into 2 or more pieces.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. One 4 fr powerpicc solo catheter was returned for investigation. Residual usage material was visible within the extension tubing and on the catheter surface. A slight kink in the catheter was present near the 5 cm depth marker. The catheter was flushed with water using a 12 ml syringe and a leak was observed between the 9 and 10 cm depth markers. Microscopic observation of the leak location revealed a circumferential split. The break surface was rough and granular. The split corners were observed to be in the process of forming into a ¿c¿ shape. The catheter was cut near split location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. The characteristics of the split are consistence with damage caused by repeating kinking of the device leading to material fatigue. Securement or handling of the catheter may have been contributing factors to the formation of the split. The product instructions for use (IFU) precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redr1820 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient underwent PICC placement through the inferior femoral vein under guidance of ultrasound (mst) on (B)(6) 2020. The insertion site lied in the middle segment of the thigh and the catheter tip in l1, with 55 inserted internally and 0 scale externally. Three sessions of chemotherapy were performed in this hospital and the catheter was maintained in another hospital once every 1-3 day at treatment intervals. This patient complained of frequent obstruction with the catheter. During catheter maintaining, the catheter was not locked with a syringe less than 10 ml. And the operation details were unknown. When the patient visited hospital on (B)(6) 2020 for catheter maintenance prior to the 4th session of chemotherapy, a nurse found that the catheter had been detached by 7 cm, with the external portion secured with transparent application and without kinking. The catheter was not disinfected with alcohol during catheter maintenance in this hospital. The wall of the catheter was broken 2.5 cm from the insertion site (9.5 cm scale of the catheter). It was impossible to continue treatment and therefore the catheter was withdrawn. Due to the patient¿s need to complete subsequent treatment, a new catheter was used on the patient. On (B)(6) 2020: the customer reported a crack in the catheter, but it did not break into 2 or more pieces.